Event description:
I used fixodent & poligrip from 1995 to 2009. I have numbness in arms. At times cant get out of bed with out help. I have bad head aches and loss of memory. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 1995 - 2009. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced? No.